Manufacturer narrative:
One device was received for analysis. The service history review had no indication that the complaint was related to a service of the device within the review period. Functional and visual testing was performed where an internal inspection was executed, and the customer's problem was confirmed. Investigation found a non-functional downstream occlusion sensor (dso). The dso sensor will be replaced.

Event description:
It was reported that the cassette was not recognized. The event occurred in the recovery room-central operating room and the operator of the device was the medical staff. There was no patient involvement.